Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information reported that adjustments were made to make the stimulator cover the lower back pain. Although it was better, the patient still had substantial lower back pain, with perhaps too much stimulation in the right leg. The patient was going to make an appointment to re-program the stimulation. The patient stated the rep had been outstanding, but was still experiencing too much pain.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported he fell on (B)(6) 2015, the day after implant. The patient stated he fell on a rug, and not very hard. The patient did not have any therapy issues at the time. The patient stated that since implant on (B)(6) 2015, the stimulation had been in undesired location. He felt it in his lower stomach area of abdomen and not in the lower back where the pain was. The patient also reported shocking, and it only happened once. The patient was recharging and he stood up and felt stimulation increase. It was powerfully strong and he felt it in his leg and stomach. The stimulation change was related to positional movement sitting to standing. There was a fall that could be related to this issue. There were no recent medical tests or emi. The patient did not have access to the patient programmer (pp) to check the device. The patient was to follow- up with the health care provider (hcp). The patient had an appointment for (B)(6) 2015, but was recommended to call and see if they could move the appointment date up. It was a sudden change in therapy/symptoms. The patient stated the sensation stopped when he sat back down. The patient thought it was related to the use of the antenna dial on the implantable neurostimulator recharger (insr) head. It was reviewed that the recharger and components would not cause these issues. Medical history includes spinal pain. If additional information is received, a supplemental report will be submitted.